Event description:
The customer states that when running the axsym folate assay, the lid separated from the rubber top causing the probe to crash into the reagent pack. No impact to patient management was reported.

Manufacturer narrative:
This is the initial report. An investigation is in process. A final report will be submitted when the investigation is completed.